Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, an rv impedance out-of-range alert and ventricular capture management (vcm) also noted high rv thresholds. The patient is dependent in the rv and the doctor is concerned that a implantable pulse generator (ipg) loose setscrew issue exist. Additional device date shows a gradual increase in rv impedance a few days prior to the alert as well as a step up in the threshold. The rv lead impedance increase is on both bipolar and unipolar. Subsequently, the ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid cardiac compass data. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.